Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B2: other: urinary retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been having pressure to go to the bathroom. The patient stated they would go into the bathroom and come back out and sit down and they feel pressure and have to go again and it happens every maybe 30-45 minutes. The patient said they don't know if they're not emptying their bladder completely or what but during the day it's sort of hard running into the restroom every time they turn around. Agent asked if this has been going on since they got the device implanted and patient stated it started slow about 2-3 days ago and now it's gotten to it more often. The patient mentioned they saw their surgeon yesterday and they told him what was happening but when they got home it started getting worse. Reviewed therapy information and general programming guidance. Redirected to hcp to further address the issue.